Manufacturer narrative:
Information was provided that indicated the use of a qualified cartridge with an unspecified injector. A non-qualified viscoelastic was indicated. The root cause for the reported complaint may be related to a failure to follow the instruction for use (IFU). A non-qualified viscoelastic was used. The IFU instructs: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, during the intraocular lens (iol) implant procedure significant scratch on the implanted iol. Explant required. Backup iol placed in bag. Additional information has been requested.